Event description:
According to the reporter: the device would not dispense tacks during the case. No patient injury reported.

Manufacturer narrative:
(B)(4). Date initial report sent: (B)(6) 2010. This reported lot number is subject to the recall initiated february 8, 2010.